Event description:
The customer observed an elevated alinity I stat high sensitive troponin-I result for one patient with malignant tumors. The initial troponin-I result was 0.103 ng/ml and the repeat result generated was 0.005 ng/ml (reference range: 0-0.032 ng/ml). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for the complaint lot. Device history review did not identify any non-conformances or deviations with lot 61194ud01 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 61194ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 61194ud01 was identified.

Event description:
The customer observed an elevated alinity I stat high sensitive troponin-I result for one patient with malignant tumors. The initial troponin-I result was 0.103 ng/ml and the repeat result generated was 0.005 ng/ml (reference range: 0-0.032 ng/ml). There was no impact to patient management reported.